Event description:
It was reported that during a gastric bypass procedure, the staples did not appear to be forming correctly on the periphery of the staple line. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. What color cartridge was being used? Unknown. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Yes but does not what brand. Was the instrument fired across or near an existing staple line or clip? Yes an existing staple line. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No other details are available. The analysis found that one device was returned in good visual condition and with one cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.